Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper on a bd plastipack¿ syringe showed signs of deterioration and that foreign matter was found inside the fluid path prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: the sample sent by the customer was verified and it was possible to observe foreign matter ¿ dirt and barrel damaged. DHR review: it was verified the batch record and the manufacturing date for this batch was november 21th to 22th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record that could related to defect were observed. Conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ dirt and barrel damaged. The potential cause for the problem is a barrel jam on packaging machine feeder. That jam is inherent to the manufacturing process and occurs occasionally on the process.